Event description:
An 82-yr-old female nursing home resident admitted on 9/28/93 with a fractured hip. Pre-op EKG consistent with old mi. Taken to the or on 9/29/93 for bipolar left hip osteonic. Following application of methyl-methraculate (bone cement), pt became hypotensive and experienced "sudden death." Methyl-methraculate felt to be possible cause.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.